Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the returned product identified a large amount of debris and wear about the implant threads. The internal drive feature is confirmed to contain the fractured screw, which was too badly damaged to be removed. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the abutment screw fractured and implant was removed as they were unable to remove it from the implant. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Item and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the abutment screw fractured. The screw could not be removed from the implant and the implant was subsequently removed.